Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social networking that the customer was hospitalized for low blood glucose. Customer also reported that the insulin pump gave too much insulin. The insulin pump and reservoir will not be returned for analysis.